Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had called in to the healthcare provider¿s office and stated that their device had been zapping them the day before. This was also described as painful stimulation. The ma advised the patient to turn off the device and follow up with the manufacturer representative. It was noted that the device was turned off, but it was unknown if the issue was resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
\If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry of aside from turning the device off what actions/interventions were taken to resolve the patient getting zapped the rep replied that the only action taken was that the device was turned off. In response to the inquiry of if the issue resolved and what other actions were taken or planned to resolve, the rep replied ¿unknown,¿ that the patient had not scheduled a follow up appointment. There were no further complications reported.